Event description:
Device appears to be under sensing and oversensing on ventricular lead on episode #11. Does not appear to affect device detection of arrhythmia. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).